Event description:
It was reported that during a supply change, the ilet user began filling tubing before performing the required rewind and requested guidance to return to the correct sequence, after which an agent provided education and successfully walked the user through changing the cartridge and tubing and completing the rewind. There were no reported clinical effects. Outcomes included no alerts or alarms and resolution through troubleshooting and education. Investigation included technical support review and user coaching on correct supply change steps. Investigation of this case revealed user procedural error related to incorrect sequence during infusion set and cartridge change, with device hardware and components functioning as intended. It was concluded, based on previously established findings for similar reports, that the cause was user error and use-related operational issue.